Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
On the (B)(6) 2022 a stryker djo f&a sales support specialist received an e-mail regarding a star ankle poly swap revision surgery at (B)(6) center with dr. (B)(6) on a (B)(6) year old male patient. It was stated that the "surgery was addressing cysts and poly was swapped" and that the surgery was completed as intended.